Manufacturer narrative:
Although the complaint device is not being returned for a failure analysis: discarded at user facility, a batch record review has been conducted to determine if there were any internal processing issues that would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot tell anything from this; we cannot discern a root or underlying cause for the reported issue. However, this type of failure has historically been attributed to user technique. From an engineering perspective, damage to the inserter, "tip breakage" or "shaft bending", may have been caused by off-angle or off axis insertion into the bone hole. Off angle/axis insertion is the most likely cause for the inserter distal tip failure, usually the result of bending and/or twisting the anchor during deployment due to anchor/bone hole misalignment. The IFU states not to twist and/or bend the inserter upon insertion as the anchor, suture, and/or inserter tip may be damaged. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Outside of this, no corrective or further actions are warranted at this time.

Event description:
We received a 3500 via the FDA, which was authored by the reporting facility. The medwatch report states that a young female patient underwent an arthroscopic shoulder repair with the use of bioknotless br anchor for fixation. During the procedure, a portion of the distal tip of lupine inserter broke off into the anchor and remains therein buried in the bone. Although the fragment was not retrieved, the procedure was concluded successfully without further issue or harm to the patient.